Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (200 mcg/ml at 1.33 mcg/day) and morphine (1 mg/ml at .1 mg/day) via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017 it was reported that the patient was implanted yesterday and they took an x-ray today. The hcp was concerned that the catheter was not connected. The catheter image was reviewed by technical services and the image did not appear to show a problem at the pump connector. It was explained that the catheter was not very visible with an x-ray unless dye was used. The patient had no symptoms. Additional information received reported that the patient was referred back to the implanting physician.no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the actions/interventions taken to resolve the concern regarding the catheter not being connected was the side port was aspirated with return of clear/colorless csf (cerebral spinal fluid). The current status of the catheter was reported as the catheter was connected and function properly. No further patient complications reported.